Manufacturer narrative:
The event occurred in (B)(6). While this product is not sold in the united states, it is like or similar to a product marketed in the united states. Device will not be returned.

Event description:
Reporter stated the customer experienced hyperglycemia of 9.0 mmol/l on (B)(6) 2014, and she delivered a bolus of 1.1 units of insulin. She went to work and did not test her blood glucose, and she delivered another 3.2 units of insulin for food. She tested her blood glucose at 9:52 a.m. And the result was 23.3 mmol/l, and she delivered an additional 3.5 units of insulin. The infusion device displayed an e4 occlusion error at 12:26 p.m., and her blood glucose was 32.0 mmol/l. She was vomiting and exhibiting symptoms of ketosis, and she delivered a bolus of 3.4 units of insulin. Her father took her to the hospital around 1:30 p.m., and she was placed on an IV drip and discharged around midnight. She is currently stable and back on the infusion device. No product will be returned for evaluation.